Manufacturer narrative:
This supplement report #1 is being submitted to correctly identify this report as part of the vmsr (voluntary malfunction summary reporting) program. Section report is updated to include "vmsr". Section (b5) has been updated to include the number of events.

Event description:
This section (b5) has been updated to include the number of events. This report summarizes noe 1 /noe malfunction event.

Event description:
A customer reported to FDA via medwatch (B)(4) that during a patient exam clinical staff begain to smell a burning smell. The customer removed the patient and the radiation safety officer, the radiology manager, and biomedical engineering examined the patient room. During the examination it was determined the dx-d 100 tube head was placed between a warmer and the patient. The warmer appears to have melted the decals on the mobile and blocked warming of the infant. The customer included in the report (B)(4) the suspect medical device as the infant radiant warmer. The customer also confirmed the dx-d 100 unit has been working as intended since this issue and no additional issues have been reported. There was no reported harm to patient or user.

Manufacturer narrative:
Agfa service contacted the customer to review this issue. Agfa service confirmed with the customer, while using the dx-d 100, the radiology tech placed the tube head in between an infant warmer and the patient. The position of the tube head blocked the temperature sensor of the warmer and the temperature continued to rise. This resulted in a decal, placed on the dx-d 100 by the customer, to melt. There was no damage to the dx-d 100 system. The unit was tested and placed back into service. There are no additonal actions for this event. There was no reported harm to patient or user.